Event description:
It was reported that during a surgical procedure, the handpiece stopped working during distal bur. The handpiece was replaced to continue with the case. No surgical delay or patient injury reported. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was likely broken prior to the case. Depending on the position of the snap lock and nut at the start of the case, the handpiece will retract and pass homing. If this happens, the broken snap lock will not cause an error until the handpiece snap lock moves more during burring. The malfunction is likely due to mechanical component failure.